Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's parent noticed the cgm was reading "low" and did not take a bg finger stick for comparison. She gave the patient snacks and apple juice but the cgm reading did not improve. The "low" reading persisted for hours which prompted a bg finger stick to be taken. It was 527 mg/dl while the cgm was still "low". The patient's mother stated the patient had ketones and was feeling lethargic, sick, had a headache and was nauseous. She decided to take the patient to the hospital. At the hospital, the cgm was still "low" and the bg was 500-600 mg/dl. The patient was given IV fluids and additional insulin. The patient was discharged after four hours in the early hours on (B)(6) 2025. At the time of the report, the patient as in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.